Manufacturer narrative:
See h6: analysis of pump (s/n (B)(6)) identified that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 40 mg per ml at 7.2 mg daily and bupivacaine 35 mg per ml at 6.2 mg daily via an implantable pump for unknown indications for use. It was reported that the drug removed from the pump reservoir at 4 consecutive refills was significantly less than what was expected. Environmental/external/patient factors that could have contributed or led to the issue was denied by the patient. Diagnostics/troubleshooting performed included a catheter dye study attempted, but the hcp could not aspirate, so they did not proceed. There were multiple refills to check reservoir level versus expected levels. There was a daily dose reduction and actions/interventions taken included a pump replacement. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6) product type: 0184-catheter; implant date (B)(6) 2008; UDI: (B)(4); ubd: 2010-05-18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the manufacturer representative (rep). It was reported, that the volume filled and programmed was 20ml. The actual volume at refill was 1.6ml and expected volume was 9.5ml. The information was confirmed, by the physician.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2008, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.